Event description:
It was reported the patient's blood glucose level rose to high (over 400 mg/dl) while wearing the pod between 4 and 24 hours. The device was originally reported for insulin leaking while wearing the pod and redness at the infusion site. Treatment information was not provided.

Manufacturer narrative:
The pod arrived fully deployed. The exposed portion of the soft cannula was observed to be torn. A leak test was conducted successfully and a leak was observed. Because the cause and timing of the observed soft cannula damage could not be determined, it could not be conclusively determined if this damage contributed to the reported leaking during wear. Investigation of the bottom housing indicates that the adhesive was properly welded to the device and no damages or defects were observed that would contribute to the reported event. The cause of the reported adhesive issue could not be determined. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.